Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested but unavailable: how long has the band been implanted? How was the gastrojejunostomy created? Was the leak at the pouch or gastrojejunostomy site? What color cartridges were used? Was buttressing material used? What was done to address the leak in the second operation? What is the current patient status?

Event description:
It was reported that during a removal of gastric band and gastric bypass procedure, the patient underwent a laparoscopic gastric band removal (non jjm band) and gastric bypass procedure on (B)(6) 2016. Patient had a post op drain placed intra-abdominally; post operatively an increased amount of gastric fluids in drain noted. Patient was returned to theatre on (B)(6) 2016 for an open exploratory laparotomy. Intra-operative investigation with methylene blue injected into stomach identified a leak on gastric staple line. Washout of area performed and another drain inserted; drain to remain in situ until staple line heals. Patient admitted to ICU overnight and required ventilation. Patient doing well; current plan is to ventilate patient for 24 hours and then to remain in ICU for next few days. Rep present for procedure on (B)(6) 2016.